Event description:
Observation found during evaluation at bd service center: that conductive wiring was exposed from the end of the usb cable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord pulled from sensor was confirmed. The usb cable is pulled from the sherlock sensor. The pcb connector is missing from the end of the usb cable, exposing conductive wires. The root cause of the reported failure was identified as a material failure of the usb cable due to device use.